Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer did not report the malfunction code recurring after a reset. Technical support provided assistance in resetting the pump, and the customer was instructed to continue using the pump and to call back if any malfunction codes recur.